Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: the reported third degree atrio-ventricular (av) block is a type of conduction disturbance. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Conduction disturbances are known potential adverse effects per the evolutpro IFU, and can typically be resolved with the implant of a permanent pacemaker, as occurred in this case, with the risk-benefit ratio in favor of the tav. Based on the limited information provided, a conclusive cause for the third degree av block cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, third degree atrio-ventricular (av) block was noted. Two days following the valve implant, a permanent pacemaker was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Usage of device was inadvertently omitted from the initial report and has been added to this supplemental. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the previously submitted report stated an adverse event and a product problem occurred. The product problem was submitted in error. There is no product problem associated with this event. If information is provided in the future, a supplemental report will be issued.